Event description:
It was reported that during an open sigmoidectomy procedure, the device felt normal during use. The retaining pin was pushed down, twist-closed the jaws to the green firing range and fired the stapler. The staples did not form and they remained in the open position. The abdominal space may be contaminated by the content of the bowel after cutting beside the stapled site. Surgery was prolonged 60 minutes. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.